Event description:
The customer contacted spacelabs healthcare to report that they had an ariatele transmitter that had an alarm that was not working properly. Spacelabs healthcare technical support made several attempts to get additional information regarding the alarm issue; however, no further details were available. The customer shipped the device to spacelabs healthcare for depot repair. The unit was tested by an equipment servce center technician. The technician could not verify the problem of 'will not alarm' because the device is not capable of producing alarms. However, did verify a display related failure. The unit had a faulty display pcb causing a blank screen and damage to the case. The unit was repaired and after passing all final functional testing, the unit was returned to the customer.